Event description:
Note: date of event is unk. The complainant reported that during a ureteroscopy procedure, while trying to retrieve a stone utilizing a gemini stone retrieval paired wired helical basket, it was observed that the wire of the device pulled off of the handle. It is not known whether the detached wire caused the retrieval basket to detach from the device. No info is available in regard to pt's condition at present.

Manufacturer narrative:
This device has not yet been received; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch will be filed. (B) (4).